Manufacturer narrative:
The suspect device was evaluated by olympus. The evaluation determined the dp board was the cause of the problem. After replacement of the dp board, the unit was tested and verified within specification.

Event description:
During inspection of an olympus cv-190, returned to olympus for an annual inspection, poor image color reproduction was found.